Event description:
It was reported that during a procedure, t1 and t2 deployed at the same time. Procedure was completed with the same device. No significant delay and no patient injuries were reported. T's were removed from patient.

Manufacturer narrative:
Additional narrative: one curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the delivery but remains attached to the suture. T2 remains on the delivery needle. The device was tested for deployment using a rubber meniscus model, t2 was able to be advanced and stripped off the delivery needle as intended. The device was not returned in the reported condition of the complaint of simultaneous deployment as a result the complaint cannot be confirmed. The instruction for use (IFU) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported curved ultra fast-fix ab assembly intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the gold trigger during deployment of t1. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, t1 and t2 deployed at the same time. No significant delay was reported. No patient injuries were reported.